Event description:
It was reported by the rep that the one lcsc5 was used during a lap appendectomy procedure. It was reported that the lscs5 tip would not work during the procedure. It was reported that it is not known whether or not the device worked at the beginning of the case. The handpiece tested out okay. A new tip was opened and the case was completed fine. There was no pt consequence.